Manufacturer narrative:
The complaint could not be confirmed because the device was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is d02, which is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the subject device had positive leakage test, perforation in cable. There was no patient involvement.

Event description:
It was observed that during device evaluation, the subject device had positive leakage test, perforation in cable. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.